Event description:
Spontaneous call from patient who stated her pump is beeping/alarming for tubing related issues. Patient was not able to provide exact details of error message as pump was not currently beeping. Patient stated it occurs randomly and it has been occurring more frequently. Occurs only with current pump. Patient has a backup pump that she will change to. New pump will be sent to patient. No further information. Sn: (B)(4). Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.